Event description:
Flash fire occurred while the electrosurgical unit was being used to prepare for an ECMO cannula insertion". The infant came in critical and unstable. After the procedure, pt was critical, but stable.